Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) on 8-sep-2016 regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient's battery was dead and then she left for a week to (B)(6). When she got back, she attempted to recharge and was unable to recharge. The patient came in to discuss replacing her battery and the rep performed a prm and por. Diagnostics/troubleshooting determined that they were unable to read with two devices. It was noted the rep was able to get the battery to get a normal recharge session and cleared the power on reset (por). The patient was going to charge completely today and attempt to keep it charged up. It was noted the issue was resolved at the time of this report. The patient's status at the time of this report was "alive with no injury." No surgical interventions had occurred at the time of this report, however, a surgical intervention was planned. The planned surgical intervention was not yet scheduled. No patient symptoms were reported regarding this event. Additional information was received from a manufacturer representative (rep). It was reported that the patient and their doctor planned to have the ins battery replaced due to normal lifespan (battery depletion). It was noted that the battery could no longer hold the charge as well as it had prior to the overdischarge and surgery was not yet planned.